Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4): distal conductor distorted. Upon inspection, it was noted that the defib conductor of the lead was distorted/fractured. Upon visual inspection, it was noted that the lead was damaged during the implant process.

Event description:
It was reported that during the implant procedure the guide wire was inserted in the lead to prove it and it was ok; but then, when the system was inserted through the guiding catheter inside patient cs, it was not possible anymore to advance the guide wire beyond the lead tip. The lead was not implanted. No patient complications have been reported as a result of this event.